Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was beeping and upon interrogation a charge circuit timeout had occurred. The beeping tone was turned off and the device remains in use. The physician has scheduled follow up with the patient in a few months. The device remains in use. No patient complications have been reported as a result of this event.